Manufacturer narrative:
The reported event involved the htlv I/ii elecsys cobas e100 v2 assay on a cobas 8000 - cobas e 602 module (serial number: (B)(6)). The investigation determined that the elecsys htlv-I/ii assay performed within specifications. Calibration signals and quality control recoveries for the relevant measurement dates were found to be within expected ranges. Hardware performance checks conducted on (B)(6) 2025 for other assays on the same analyzer module showed acceptable coefficient of variation values. The investigation was limited by the absence of confirmatory testing results for all initially reactive samples. Repeatedly reactive samples must be confirmed using recommended confirmatory algorithms, such as western blot or htlv pcr tests, to determine their clinical significance. No general product issue was identified, and the device remains in operation at the customer site.

Event description:
The initial reporter alleged low assay specificity for several virology assays, specifically providing results for the htlv I/ii elecsys cobas e100 v2 assay on the cobas 8000 - cobas e 602 module. For patient 1, the elecsys htlv-I/ii assay was performed on (B)(6) 2025, yielding an initially reactive result of 1.02 coi, followed by a rerun result of 0.728 coi (non-reactive). On (B)(6) 2025, the assay again produced an initially reactive result of 1.02 coi, with a rerun result of 0.896 coi (non-reactive). After hardware maintenance, the assay was repeated on (B)(6) 2025, yielding a result of 0.848 coi (non-reactive). For patient 2, the elecsys htlv-I/ii assay was first performed on a serum sample on (B)(6) 2023, producing an initially reactive result of 10.32 coi and a rerun result of 10.00 coi (repeatedly reactive). A plasma sample tested on the same date yielded a result of 8.39 coi (reactive). A western blot confirmatory test was performed and found to be negative. On (B)(6) 2023, the diasorin liaison htlv assay was performed, yielding a result of 0.23 s/co (non-reactive). The same patient sample, identified as sample ID #10240147912, was tested again on (B)(6) 2025, producing a result of 8.82 coi (reactive). Subsequent testing on (B)(6) 2025 and (B)(6) 2025 yielded results of 22.26 coi and 22.58 coi, respectively (both reactive).